Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator¿s screen locks up. The device was not in clinical use when the issue occurred. No patient or user harm was reported. The remote service engineer (rse) noted that the customer's v60 ventilator had a screen that was frozen. The rse assisted the customer with performing a touchscreen calibration; however, the screen did not register to being touched. The customer requested the device be sent to bench services for repair.

Manufacturer narrative:
The device was evaluated by a field service engineer (fse), and it was reported that the customer's issue was confirmed. The touchscreen was not working and could not be calibrated. The fse noted that a replacement touchscreen would be ordered.